Event description:
It was reported that cerebral bleeding occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Post-procedure, prior to discharge, the patient presented with cerebral bleeding. No additional information is known.